Event description:
It was reported that an inaccurate fill estimate was observed. During duplication testing by the distributor, the issue could not be confirmed. There was no reported impact to the customer¿s blood glucose level.